Event description:
Surgeon using harmonic scalpel, noted it did not seem to be working. Device removed from patient, scrub nurse took it apart, and when putting it back together, noted the tip of the scalpel was missing. X-rays were taken to see if it remained in pt; it did not show up on x-ray. Remains un-accounted for.